Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. Four images were provided for review. The investigation is confirmed for the reported migration issue as the catheter was noted to be migrated from subclavian vein to the jugular vein. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2023). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It has been reported that three months and fourteen days post port placement procedure, catheter tip allegedly dislocated from vena cava to vena jugulars. Reportedly the device was removed. The current status of the patient was unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Expiration date: 11/2023.

Event description:
It was reported that three months and fourteen days post port placement, the catheter tip allegedly dislocated from vena cava to vena jugularis. Reportedly, the port was removed. The current status of the patient was unknown.